Event description:
It was reported that a female who underwent a breast augmentation revision with a mentor memorygel , 700cc silicone breast implant experienced left-sided capsular contracture unknown grade postoperative. The issue was diagnosed through the patients¿ symptoms. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on december 16, 2022 indicated that the patient experienced bilateral capsular contracture grade iii on the left and grade ii on the right. As a result, patient underwent bilateral capsulotomy/capsulectomy and bilateral replacements with mentor silicone 800cc high profile breast implants.the complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. This report relates to the left prosthesis. Manufacturer¿s reference number: (B)(4).